Event description:
Customer alleged when using the quad buttons to operate tilt, the screen will lock up and can't drive or operate seating. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 3 years 6 months old. The owner's manual part number 1143190 rev f (apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when using the quad buttons that operate the tilt on the tdxsp-cg power chair, the screen will lock up and the consumer cannot operate the seating or drive the chair. The consumer can operate the seating and drive the chair if operating through the joystick. (B)(4) has been issued for replacement parts. No injury alleged.